Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion was located in a non-tortuous, non-calcified left anterior descending artery. The target lesion was not totally occluded. Following pre-dilatation, the 3.50x28mm promus element stent delivery system (sds) was selected for use. Before the sds was introduced into an unspecified catheter, it was noted that a stent strut was lifted. The procedure was completed with another of the same device and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion was located in a non-tortuous, non-calcified left anterior descending artery. The target lesion was not totally occluded. Following pre-dilatation, the 3.50x28mm promus element stent delivery system (sds) was selected for use. Before the sds was introduced into an unspecified catheter, it was noted that a stent strut was lifted. The procedure was completed with another of the same device and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found the strain relief and the manifold of the catheter detached. The strain relief and manifold was not returned for analysis. The struts on both the proximal and distal end of the stent were misaligned. The tip of the device was flattened and damaged. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 399mm and 570mm proximal from the tip of the device. No other kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is handling damage as the event occurred prior to patient contact. (B)(4).